Event description:
Customer alleges battery will not charge, it smells like it is burnt and is running very hot. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 2 years 8 months old. The owner's manual part number 1156872 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the battery will not charge and when everything is disconnected there is a burnt smell. The unit allegedly runs very hot. No injury or medical intervention. A RMA has been issued and the unit is to be returned to invacare for an inspection and evaluation.